Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, white particles were observed in the media which the customer pipetted and strained. The tubes were found to have gram negative bacilli contamination. This event occurred six (6) times with five (5) boxes of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material: 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch: 3270485 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch for contamination. Retention samples from batch: 3270485 (100 tubes) were available for inspection. There were 11/100 small white particle defects observed in the retention tubes from visual inspection. Nine uninoculated retention tube were placed into incubation. Four tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33 to 37 degrees celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. The incubated tubes were gram stained and were found to have a few gram-positive cocci nonviables. The clarity of the retention tubes with nonviable was colorless and clear, which was in accordance with the appearance on the certificate of analysis. The gram-stained tubes were incubated in tsb for three days with no growth. There were three photos received from batch: 3270485 to assist in the investigation of this complaint. One photo showed a carton with label 3270485. One photo showed a white spot on the sensor of the tube. One photo showed a micrograph. No returns were received for investigation of this batch. This complaint cannot be confirmed for nonviables from the retention samples, as the clarity of the nonviable tubes were clear and colorless. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. This product is not labeled as sterile. Prior to use, each mgit tube should be examined for evidence of contamination or damage. Discard any tubes if they appear unsuitable or exhibit fluorescence prior to use. For tubes that have been put into test and have suspect contamination, it is possible to reprocess contaminated mgit tubes. See the package insert for details for this procedure.

Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, white particles were observed in the media which the customer pipetted and strained. The tubes were found to have gram negative bacilli contamination. This event occurred six (6) times with five (5) boxes of tubes. There was no health impact or consequences reported.